Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. The customer was asked to provide the patient age, gender, weight and any medications the patient was taking prior to surgery. The customer was also asked what vessel it was that they had difficulty sealing. The customer has not provided these details. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that the ligasure v handpiece was in use during a pancreatico-duodenectomy with a ligasure system generator set at 2 bars of power. After a complete sealing cycle with an end tone the pt experienced oozing from the ligasure seal. The surgeon also noticed that part of the jaws of the ligasure handpiece burned. Another ligasure v was used to complete the procedure.